Event description:
Surgeon noted that a piece of what appeared to be small plastic was in the patient. Upon removal and inspection, it was noted that a small piece of the viscera retainer had broken off from the o ring.